Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged particle in airpath. The patient reporting going to the hospital for chest pains. After receiving further information from the patient, it is determined that the initial report should have been filed as serious injury only. Section adverse event/product problem in box b, section type of reported complaint, (device) problem code grid (1), patient outcome code grid (1), health impact grid (1) in box h has been updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged particle in airpath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.